Manufacturer narrative:
The reagent lot number was 794946. The expiration date was not provided. The field service engineer found the gear pump needed adjustment. He performed the adjustment and ran precision testing with results within specifications. The investigation is ongoing.

Event description:
There was an allegation of questionable hdl-cholesterol gen.4 results from the cobas c 503 analytical unit. One example was an initial result of 7.97 mg/dl and a repeat result of 59.8 mg/dl. The repeat result was believed to be correct.

Manufacturer narrative:
Medwatch fields a2 age number, a2 age units, and a3a sex were updated. The investigation determined the issue was resolved by the service actions.